Event description:
A report was received on 24 sep 2022 from a 68-year-old male patient with a medical history including end stage renal disease, who stated blood was witnessed leaking from the cartridge during a hemodialysis treatment on (B)(6) 2022. There is no report of medical intervention being required. Additional information was received on 28 sep 2022 from the home therapy nurse (htn) stating that there were no symptoms or need for medical intervention. The patient continues to treat with the nxstage system.

Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".